Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 44-53 mg/dl were recorded by continuous glucose monitor (cgm) from 9:57:44 pm to 10:07:44 pm on 11/15/2019. Blood glucose (bg) values from 45-53 mg/dl were recorded by continuous glucose monitor (cgm) from 2:07:44 am to 2:37:44 am on (B)(6) 2019. Blood glucose (bg) values from 40-53 mg/dl were recorded by continuous glucose monitor (cgm) from 11:37:44 am to 11:52:44 am on (B)(6) 2019. Cgm alert 1 (cgm low alert) enunciated on (B)(6) 2019 and (B)(6) 2019. A tubing fill of size 11.6 units was observed on (B)(6) 2019. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2019, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2019, user made bolus requests without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events ranging between 45-71 mg/dl; cause was unknown. The customer ate to treat bg level. System check was performed by tandem technical support and no issues were identified with the pump functionality. Recommendation was made to consult with healthcare provider regarding diabetes management.